Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was 452 mg/dl and current blood glucose value was 368 mg/dl. Customer was treated with manual injection. Customer did not allege the pump was under delivering. Customer was assisted in performing high pressure test and it failed. Insulin pump will be returned for analysis.